Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware.

Event description:
It was reported that the patient had inadequate pain relief and charging issues. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The explanted device was discarded by the medical facility.